Event description:
The customer reported "touchscreen is not as responsive as it used to be. Patient must select buttons multiple times". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.